Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient healed well.

Manufacturer narrative:
Correction: advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery the device passed the photographic imaging inspection. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing an edema due to a head trauma incident. The recipient reportedly presented with an infection followed by device extrusion and swelling. The recipient was treated with topical antibiotics, however, the issues did not resolve.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This is an interim report.